Event description:
It was reported that during an ablation procedure, cold pixels were witnessed. The cold pixels appeared at 128% power. It was noted that the user let off the foot pedal for approximately 2 acquisitions which corrected this temporarily; dropping the power also helped but this could not always be done to achieve the desired ablation. The laser power setting was lowered during the acquisition. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.